Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Evaluation codes: method - lens work order search. Results - a lens work order search was performed and there were no similar complaints found within the work order. Conclusion - based on the complaint information and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported the surgeon noted a tear on the (B)(4) silicone single piece lens after it was inserted. The lens was cut and removed from the eye without any patient injury. Another same model/diopter lens was implanted. The cause of the event was unknown.